Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for split tubing with the incident lot [was/was not] observed. Additionally, testing of the customer samples was performed and split tubing was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. Pr # 764355. The investigation is still on-going, and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10

Event description:
Material no. 367344 batch no. 8253781 it was reported that during use of the bd vacutainer® push button blood collection set the tubing was split and blood leaked out. The following information was provided by the initial reporter: customer received 1 bad box. Tubing split and blood leaked out.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 367344, batch no. 8253781. It was reported that during use of the bd vacutainer® push button blood collection set the tubing was split and blood leaked out. The following information was provided by the initial reporter: customer received 1 bad box. Tubing split and blood leaked out.